Event description:
Pt undergoing laparoscopic supracervical hysterectomy. Upon removal of the manipujector, the tip was noted to be missing. A cystoscopy was performed and the distal tip was identified in the urinary bladder with the balloon deflated. It was removed and no injury was noted in the bladder.

Manufacturer narrative:
Kronner manipujector was not returned to coopersurgical, inc. For evaluation. A product query for product# (B)(4) revealed no apparent trend. Coopersurgical, inc. Has received no other complaints for lot# 96787. (B)(4).